Manufacturer narrative:
An icy catheter (lot # 64304) was returned to zoll (B)(4) for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for icy catheter lot # 64304. A visual evaluation of the returned catheter was performed. The unit was received with traces of blood on the shaft and infusion ports. All lumens flushed as intended. Functional testing: the returned catheter was connected to a pressurized inflation device. When the catheter was pressurized to 40 psi, a pinhole leak was noted at the medial balloon. Following the test, all balloons deflated successfully without any issues. Evaluation of the returned devices confirmed the customer reported issue as an icy catheter balloon pinhole leak at the medial balloon area. Note, during manufacturing, all icy catheters are 100% inspected for leaks. Only units that passed are moved to the next process.

Event description:
An icy catheter was placed in a patient for the therapy of hypothermia. At the end of rewarming phase it was discovered that the 250cc saline bag was observed to be empty. Blood was observed circulating from the catheter. It was assumed that the catheter was leaked and the catheter was removed. Since the incident occurred in the later phase of rewarming, the treatment was concluded without any further action. No other information was provided.